Event description:
Boston scientific received information that during the implant of this device, high pacing impedances greater than 2000 ohms along with noise were noted when connecting the right atrial lead. Re-connection of the lead was attempted multiple times with no success. The device was removed and the atrial port was flushed. The device was then re-connected to the right atrial lead with normal impedances and no other issues noted. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.